Event description:
Pt reporting issue with curlin pump for ivig infusion. Pt reports pump is beeping and showing error of 'system timeout'. Rph advised that as per curlin manual, empty lithium battery and pt needs to send us back pump so it can be serviced. Pt and home health rn agreed to do ivig infusion today via gravity tubing that they have on hand. Serial number unknown. No missed doses reported. No adverse events reported. Myasthenia gravis.